Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod user guide warns "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death", and it also advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
During a routine visit with the nurse the patient report that he had an occlusion alarm after wearing the pod. He did not test his blood glucose regularly, did not have a spare pod and he did not have a back up insulin delivery method. He ended up in the hospital with diabetic ketoacidosis.